Event description:
It was reported by the clinician that after the catheter was inserted into a female patient they noticed a leak at the connection of the distal port to the hub. As a reuslt, the catheter was exchanged over the wire. There were no patient complications reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.